Manufacturer narrative:
This is default text configured for block h10.

Event description:
The product is defective [device defective] no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of adverse events device defective and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 15-jun-2026, amneal pharmaceuticals received information from the patient via telephone all concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date, the patient was treated with albuterol sulfate inhalation (dose, route, frequency, strength, ndc, batch no, exp date and serial number were not reported) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. The patient reported that the product was defective. Last action taken with albuterol sulfate inhalation in relation to device defective and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device defective and no adverse event was unknown. The reporter did not provide the causality of device defective and no adverse event with albuterol sulfate inhalation. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case was considered as serious. The reportability of this case was expedited.